Event description:
It was reported that the patient had a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed, and one partial recapture was performed before the device was in an acceptable position. The closure device was released from the core wire and successfully implanted in the laa of the patient. There were no complications that were reported to have occurred. Post procedure while the patient was in the recovery area the patient became hypotensive. A transthoracic echocardiogram was performed which showed that the patient had a pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis to help treat the patient for the effusion. The patient's effusion resolved after treatment and the patient has been discharged from the hospital fully recovered from this event.